Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. (B)(4). Date of explantation: sep 9, 2022. Reason for device explant and/or reoperation: generalized illness, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56-year-old caucasian female patient underwent a breast reconstruction revision with mentor memoryshape breast implants 690cc and suffered several unexplained systemic symptoms, including intermittent facial swelling, and joint pain. The patient also reportedly experienced capsular contracture baker grade unknown on the left side. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled for removal on (B)(6) 2022. This report is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, additional information was received indicating the date of event was sep 9, 2020. Additional symptoms were reported including fatigue, asymmetry, mental fog, chest pain, and breast pain. Manufacturer¿s reference number: (B)(4).